Manufacturer narrative:
A field service engineer was dispatched to the customer site. The catalytic converter and oil mist filter cartridge were replaced to resolve the smoke/haze issue. Unit meets specifications and was returned to service. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the smoke/haze issue, and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the smoke/haze issue for the sterrad® 100nx unit was reviewed within the past six months and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The parts were not available for return and further analysis. The assignable cause of the smoke/haze issue is the catalytic converter and oil mist filter cartridge. The field service engineer replaced these parts and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. (B)(4).

Event description:
A customer reported an event of smoke or haze emitting from the sterrad® 100nx sterilizer. Three healthcare worker (hcws) experienced reactions of headache, itchy tongue, and "tingly lips." The hcws were seen at their employee health but did not receive medical attention/treatment and were all reported to be "feeling fine." The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. The injuries reported were not considered serious as the symptoms resolved on their own without any medical treatment. However, this event is being reported as a malfunction subsequent to a serious injury.